Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous left superficial femoral artery (sfa). A 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 5-100 mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.